Event description:
It was reported that a em2400 valve set was leaking. The leak was observed when ¿non-lipid ingredients were pumping¿. The issue was identified during an unspecified process step. To resolve this issue, the valve set was replaced with one from a different lot number. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from november 09, 2021 - november 10, 2021. H10: the actual device was not available; however, nine (9) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on the 2 randomly selected samples and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.